Event description:
It was reported when a the patient presented for a routine generator changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was extracted and replaced. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.2cm was returned for analysis. External insulation abrasion was noted at 12.3-12.5cm and 12.4-12.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.